Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as a test mixing pump was needed during decon to cool. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was passing calibration for an error 80 (water check time out - unable to reach calibration temperature), expected 6 actual 31. Chiller temperature was dropping and reached single digits, explained to biomed that the mixing pump had failed and the device was due for the 2000 hour preventive maintenance, sending them the 2000 service information. Per sample evaluation results on 05dec2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed 2000 preventive maintenance service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as a test mixing pump was needed during decon to cool. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was passing calibration for an error 80 (water check time out - unable to reach calibration temperature), expected 6 actual 31. Chiller temperature was dropping and reached single digits, explained to biomed that the mixing pump had failed and the device was due for the 2000 hour preventive maintenance, sending them the 2000 service information. Per sample evaluation results on (B)(6)2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed 2000 preventive maintenance service on the unit.

Event description:
It was reported that the biomed had an arctic sun device that was passing calibration for an error 80 (water check time out - unable to reach calibration temperature), expected 6 actual 31. Chiller temperature was dropping and reached single digits, explained to biomed that the mixing pump had failed and the device was due for the 2000 hour preventive maintenance, sending them the 2000 service information.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.